Manufacturer narrative:
Corrections: d1 brand name updated. D4 catalog number and UDI number updated. H6 component code changed from g04105 to g07003. H6 med dev prob code changed from a150204 to a150207. The investigation for the hemodynamic instability and difficult/unable to remove through other device has been completed. The cause of the injury was not determined due to insufficient clinical details. The cause of the difficult/unable to remove through other device was not established due to insufficient clinical details and no product return.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
This case is complex. It most likely refers to the situation in which an axillary impella 5.5 could not be advanced through the axillary artery. After several unsuccessful attempts, the procedure was aborted, and an impella cp was introduced over the same wire into the ventricle. However, the wire could not be retracted, so both the wire and the impella cp were removed. A new impella 5.5 was then successfully advanced using a new wire. CT imaging reportedly showed no relevant vascular anomalies or stenoses, but a distinct kinking of the vessel was noted, which may explain the difficulty in withdrawing the impella cp without the wire. Based on this, my interpretation of the complaint is the following: advancing the initial impella 5.5 through a relatively small-caliber axillary artery likely caused the wire to kink. Multiple attempts with the first 5.5 may have further aggravated the kinking. Although the impella cp was able to pass the kinked segment, the wire could not be withdrawn, necessitating removal of both the wire and the cp. The fact that a new impella 5.5 with a new wire could be advanced without complication, and that the patient subsequently underwent impella-protected pci, supports this interpretation. Most likely, the wire kinked during the first attempt at introducing the 5.5 device. It may be worthwhile to discuss this scenario with engineering to confirm whether this mechanism is technically plausible.